Manufacturer narrative:
Previously, the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto device's sound abatement foam. The patient has alleged kidney disease/toxicity, nose irritation, skin irritation, dizziness and/or headache and pneumonia. Medical intervention was not specified. Now, the manufacturer alleging that the allegation is a serious injury. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed. Corrected section b1 from product problem to both. Section h1 selected as serious injury. In addition, appropriate code updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto device's sound abatement foam. The patient has alleged kidney disease/toxicity, nose irritation, skin irritation, dizziness and/or headache and pneumonia. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Previously, the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto device's sound abatement foam. The patient has alleged kidney disease/toxicity, nose irritation, skin irritation, dizziness and/or headache and pneumonia. Medical intervention was not specified. Now, the manufacturer alleging that the allegation is not a serious injury. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed. Corrected section b1 from both to product problem. Section d4 UDI number information has been updated to the correct format. Section h1 selected as product problem. In addition, appropriate code updated/corrected.